Event description:
It was reported that the defibrillator was being used to monitor a pt when it delivered a shock via the quik-combo electrodes in manual mode. The nurse that was in the room informed that no one pressed the charge/shock button to deliver energy to the pt. The reported event had no adverse pt effects. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to neither verify nor duplicate the reported failure. Physio continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.